Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no patients were listed under the "all available patients" view in endo-1, while endo-2 functioned correctly with patients pre-populating as expected. A technical support specialist (tss) identified that the bdpyxisdispensingmaintenancesvc service was disabled on the endo-1 station, which prevented patient data from displaying properly. The service was started in accordance with knowledge article (ka) "all available patients tab shows blank (facility search works)", and the fix was validated with the customer. After the intervention, the endo-1 station began functioning normally with patients appearing as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient data was not crossing over correctly to the device. The customer reported that only some patient records were received while others were missing, whereas another station was functioning as expected. The c2 safe upgrade team was on site and attempted to resynchronize the device. There were no delay or adverse events or injuries reported based on this event.